Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, no audio on g5 mobile app occurred. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of a no audio on g5 mobile app could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient reported no audio on the (B)(4). No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported no audio on the g5 mobile application was not confirmed. A root cause could not be determined via data.